Manufacturer narrative:
Only log files from device have been evaluated. Device seized by (B)(4) police. Should additional relevant info become available, a follow-up report will be submitted. The vivo 40 is an assist ventilator intended to augment the breathing of spontaneously breathing patients suffering from respiratory failure, respiratory insufficiency, or obstructive sleep apnea. The vivo 40 is not intended to provide the total ventilatory requirements of the pt. The vivo 40 must be switched off and on at least once a day. This is necessary in order for the vivo 40 to perform a self test. The vivo 40 shall only be used by patients with spontaneous breathing.

Event description:
Breas medical has been informed that a pt passed away while or after using a vivo 40 ventilator at home. It was reported that the pt had been using another vivo 40 for several years but switched to this new vivo 40 in (B)(6) 2015. It was also reported that the pt was using the ventilator continuously around the clock for longer periods of time, i.e. Weeks or months. Pt was brought to hosp in an ambulance, along with the vivo 40, after an initial distress call to the local dist at around 10.15pm. Allegations were made that there had been no alarm heard or even given from the device. Pt was declared dead at the hosp at around 11.40pm. Before the device was seized by the police, the log files were downloaded and a basic test of the device was conducted in the presence of police and bme personnel. Nothing was found that would suggest a malfunction had occurred. The log files were sent to breas, sweden fore analysis without delay.